Manufacturer narrative:
On 28-feb-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. #: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and the hemostatic valve fell off. After the sheath was placed in the patient's body when the catheter was inserted, the orange part of the hemostatic valve dislodged and fell off from the sheath. The catheter was replaced with another new one. No blood return was observed. No air entered the patient¿s body. There was no patient consequence.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and the hemostatic valve fell off. After the sheath was placed in the patient's body when the catheter was inserted, the orange part of the hemostatic valve dislodged and fell off from the sheath. The catheter was replaced with another new one. No blood return was observed. No air entered the patient¿s body. There was no patient consequence. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and microscopic evaluation of the returned device was performed following j&j medtech procedures. Visual analysis revealed that the brim cap was detached and broken. Further investigation under a microscope revealed that there were traces of adhesive, evidencing a correct assembly manufacturing process. A device history record was performed for the finished device batch number, and no internal actions were identified. The damage identified in the brim cap could be related to the issue reported by the customer. The potential cause of the damage on the brim cap cannot be established. The instructions for use (IFU) contain the following information: the instructions for use (IFU) contain the following information: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulates. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. In order to minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).